Event description:
Lap prostatectomy. Surgeon had been using the instrument throughout the case for dissecting and sealing (for about 2-3 hours). We started to hear regrasp alarms from the generator to indicate that the ligasure was not sealing. This occurred about 5 or 6 times. At that point, dr noticed that the tip of the ls1500 has broken off. Surgeon began to look in the pt for the tip. It was found near in the trocar (tip is included in the sample being returned). The rep believes that the tip delaminated from the jaw due to repeated heat from the numerous seals. The case began laporascopically then turned to an open case (not due to the above incident) but because of difficulty with the pt's anatomy. Pt condition reported a "recovering". No reported tissue damage or medical intervention.